Event description:
The customer reported to olympus that before treatment, the evis lucera elite colonovideoscope presented with no air flow from the main air and water systems. Suction was possible; however, there was no water supply. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to clogging of nozzle, no water or air was fed; due to deformation of flexibility adjustment ring, water tightness was lost, the plastic distal end cover had discoloration, both the objective lens and the light guide lens had a crack, the paint on suction cylinder was peeled, color ring had a crack; connecting tube had a wrinkle, adhesive on the distal sheath had a chip and crack with a white clouded area; due to wear of angle wire, bending angle in the up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in the up direction did not meet the standard value; switch 2 was cut, and switch 3 was damaged. Due to a crack in the objective lens, flare had occurred and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.